Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a pulse test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a hipot pulse test. The cause for the pulse test failure was isolated to corrosion on the distribution node pca board. The root cause for the corroded pca board was ingress of an unknown liquid. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.